Event description:
It was reported that the patient experienced cardiac perforation and pericardial effusion from the right ventricular (rv) lead. The lead was initially placed in the rv apex and following the first perforation the lead was repositioned in the septum by another doctor. The patient subsequently experienced another perforation from the same rv lead again. The rv lead was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. It was noted the helix length is within specification.